Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (p-avm) using a px slim delivery microcatheter (px slim). During the procedure, after advancing the px slim approximately fifty centimeters through a non-penumbra parent catheter, the physician encountered resistance and was unable to advance or retract the px slim. Therefore, the parent catheter was removed with the px slim still inside. The procedure was then completed using a new non-penumbra parent catheter and a plug. It was reported that the physician was unable to remove the px slim from the parent catheter after the procedure. There was no report of an adverse effect to the patient.